Event description:
Health professional reported ¿removal due to prosthesis ruptured¿ via ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ rupture: observed missing assessed as inconclusive. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Health professional reported ¿removal due to prosthesis ruptured¿ via ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported ¿removal due to prosthesis ruptured¿ via ultrasound. This record is for the right side. Device was explanted.